Event description:
It was reported that the customer received motor error and prime rewind alarms on the insulin pump during a bolus delivery attempt. The customer's blood glucose was 165 mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. He was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed pump self-test, displacement test, rewind test and motor test. No unexpected prime alarms or prime alarms noted during testing. The motor error alarmed during basic occlusion test due to loose/protruded drive support disk. The insulin pump had a cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.